Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm ratcheted handle 33cm, it was confirmed the handle lever became disassembled. The handle lever is missing the pivot pin that holds both levers in place and would allow the handles to open or close. The pivot pin was not received with the 5mm ratcheted handle 33cm. Also it was noticed that the shaft insulation is compromised, dings and scratches were seen throughout the shaft. Also the 5mm ratcheted handle 33cm failed the insulation integrity test. The probable root cause could be wear and tear and or mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.